Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began two weeks prior to contacting lfs (at 8am). The patient indicated he does not manage his diabetes with oral medication or insulin; however, following the reported meter issue he continued on with his usual diabetes management routine. As a result of the alleged power issue, the patient claimed he developed a symptom of blurry vision at an unknown date/time later. The patient, however, denied receiving any medical intervention due to the reported meter issue. At the time of troubleshooting, the csr noted the subject meter's battery was not replaced per owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.